Event description:
It was reported by service report that the scale was not accurate and the foot end of the lift hi-lo was drifting down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results- load cell; faulty nut in lift motor.